Event description:
It was reported that on (B)(6) 2022 the patient was admitted for sustained ventricular arrhythmia. The arrhythmia was treated with direct current cardioversion or defibrillation and the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported arrhythmia could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information will be provided from the hospital. The patient remained ongoing on hmii lvas. No product was available for investigation. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jun2016. No further information was provided. The manufacturer is closing the file on this event.